Event description:
It was reported, the patient experienced a shocking or jolting sensation. It was stated, the patient felt a shocking sensation when they approached certain things or fields which included but may not have been limited to industrial equipment and metal detectors. It was noted this had just started happening the past couple weeks prior to report. Reportedly, the device ¿checks out¿ as far as troubleshooting was concerned. It was stated, the patient had good lead placement and therapeutic benefit at their current setting of 0.5 volts. It was later reported, there were no malfunctions and the patient had their unit set too high. It was stated, the patient was doing fine and the unit was giving them great relief.

Manufacturer narrative:
Product ID 3889-28 lot# va03713, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).